Manufacturer narrative:
Patient medications include lisinopril, flomax, and prilosec. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to surgical conversion. Per IFU, considerations for patient selection include, but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, the patient was to be implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral leg component (rlt311415/(B)(4)) was advanced and implanted as planned. According to the report, the patient¿s anatomy was extremely tortuous, and the physician had difficulty cannulating the contralateral gate. After multiple unsuccessful attempts to cannulate the contralateral gate, the physician opted to convert to an aorto-uni-iliac procedure, whereby a second trunk-ipsilateral component and an aortic extender component were implanted to exclude the contralateral gate. A femoro-femoral bypass was then performed to preserve blood flow to the contralateral side. A final angiograph reportedly revealed exclusion of the aneurysm and satisfactory flow to both lower extremities. The patient tolerated the procedure.